Manufacturer narrative:
G5. Multiple 510(k): k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, all results were positive. There was no report of patient impact.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, all results were positive. There was no report of patient impact. Assays used: bd max noro/rota.

Manufacturer narrative:
The following information has been updated with additional information: b5. It was reported that during use with the bd max¿ system, bd max¿ instrument, all results were positive. There was no report of patient impact. Assays used: bd max noro/rota. B6. Relevant tests/laboratory data: repeat testing on 2nd instrument; external lab. H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 44191609 and serial number (B)(6) had a "false positive" error. Customer reported that they are receiving all false positive results on a run for max nov/rov and the issue has risen and they suspected carryover. Application specialist visit onsite and found no issue with the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 29aug2016 and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as all testing shows no issue with the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.